Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type catheter product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 315 mcg/day via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the patient was experiencing baclofen withdrawal and they could not aspirate through the side port. Surgical intervention occurred and the old catheter was removed and replaced with an ascenda catheter and the issue was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.